Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a patient underwent breast surgery with 250cc mentor memorygel breast implant, and experienced delayed wound healing on her right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On january 7, 2022, mentor became aware that the procedure type was breast augmentation primary.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 7, 2022, mentor became aware that report submission due date was mistakenly left blank under the previous submission. It should have been "2/6/2022". Manufacturer¿s reference number: (B)(4), report submission due date.